Event description:
The complainant reported the automated impella controller (aic) experienced a battery failure (red alarm), and aic - other. No clinical details regarding resolution or patient involvement/condition were provided.

Manufacturer narrative:
The investigation into the battery power issue has been completed. The automated impella controller (aic) was returned for investigation. The cause of the battery failure (red alarm) was due to a defective battery (rapid decline in cell voltage). The exact cause of the defective battery was undetermined. The cause of charger communication error was a defective charger. The cause of the defective charger is unknown. This report is being filed as part of a retrospective review of historical records.